Event description:
The customer stated she was hospitalized for low blood glucose levels. No blood glucose levels were reported. Prior to the hospitalization, the customer stated she went to bed with a normal blood glucose level, but then she experienced a seizure about an hour later. Troubleshooting was performed and the insulin pump passed the required tests. The insulin pump was programmed correctly also.